Event description:
It was reported that during a breast biopsy, there was a vacuum error. Completed the case with a loaner unit with no pt consequence.

Manufacturer narrative:
The analysis site replaced the vso to correct the issue that the unit was displaying an l3-021 error during testing. The holster: if board to bezel was replaced because the connector was broke, and per the mammotome service manual, service tests were performed. Extensive additional testing was done on the unit to ensure that the problems being experienced had been repaired. No functional faults were found after testing. As part of the standard ees service process, per sb 04-005 applied dow corning lubricant to the dc motors. The device history record has been reviewed and has passed qa inspection.